Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b2, b4, b5, d1, d2, d4, d10, g4, g7, h1, h2, h3, h4, h5, h6, h10. D10: the product has not been returned to zimmer biomet for investigation. D11: medical product: unknown ech bi-metric stem, catalog #: unknown, lot #: unknown. Medical product: unknown ringloc + cup , catalog #: unknown, lot #: unknown.. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. The product information acquired is for the newly implanted device rather than the one which was removed. The radiograph does not match the product information. A review of the manufacturing history records could not be performed as the item number and lot number is unknown. A review of the complaint database could not be performed as item number is unavailable. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. At this time, no risk assessment can be conducted since the harm or reason for revision has not been be reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : unknown location of the device.

Event description:
It was reported that the patient underwent an initial tha at an unknown date. Subsequently, a revision was performed due to dislocation on an unknown date.

Event description:
It was reported that the patient underwent an initial tha at an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported.

Manufacturer narrative:
(B)(4). This report is being submitted to relay additional information. D4: unique identifier (UDI) number: (B)(4). D11: medical product: unk ech bi-metric stem catalog #: not reported lot #: not reported. Medical product: unk ringloc + cup catalog #: not reported lot #: not reported. As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found no similar complaints reported with the item 00-8775-028-02. Trends could not be identified from the complaint history review as the reason for revision is unknown. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) unique identifier (UDI) number: (B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. Concomitant medical products: medical product: unk ech bi-metric stem catalog #: not reported lot #: not reported. Medical product: unk ringloc + cup catalog #: not reported lot #: not reported. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial tha on an unknown date. Subsequently, a revision was planned for unknown reasons.